Event description:
The coating came off wire during usage in patient. Wire was taken out and another wire was used.

Event description:
The coating came off wire during usage in patient. Wire was taken out and another wire was used.